Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. Customer stated that the battery cap was not missing or damage. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, operating currents and off no power. No blank display during testing.